Manufacturer narrative:
Analysis of the optiflex retrieval basket revealed the introducer was returned, but not on the sheath. The basket extended approximately 1.2cm and the outer sheath was bent approximately 4cm from the distal end of the blue strain relief. When the thumbwheel was actuated, the thumbwheel and basket would open and close with some resistance felt. When the pinch vise was turned, the basket would rotate. The device was disassembled and the glue plug was found to be attached to the rack gear. The sheath was buckled/twisted at the distal end of the rack gear. The basket would close when actuated by hand with some resistance felt; the resistance likely due to the defects identified on the sheath. The basket and all of the basket wires were present and attached. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.

Event description:
Note: this manufacturer report pertains to the third of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-03177 and 3005099803-2012-03180 for a description of the first and second device. A complaint was reported to boston scientific corporation on an opti-flex retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the device would not open. It is unknown when the event took place, if it occurred inside or outside the patient, or if there was a stone present inside the basket when the event occurred. It is unknown how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Event description:
Note: this manufacturer report pertains to the third of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-03177 and 3005099803-2012-03180 for a description of the first and second device. A complaint was reported to boston scientific corporation on an opti-flex retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the device would not open. It is unknown when the event took place, if it occurred inside or outside the patient, or if there was a stone present inside the basket when the event occurred. It is unknown how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Event description:
Note: this manufacturer report pertains to the third of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-03177 and 3005099803-2012-03180 for a description of the first and second device. A complaint was reported to boston scientific corporation on an opti-flex retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the device would not open. It is unknown when the event took place, if it occurred inside or outside the patient, or if there was a stone present inside the basket when the event occurred. It is unknown how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.